Event description:
It was reported to boston scientific corporation that a jagwire was used during a stone removal from the bile duct procedure.(age, gender and weight of patient is unknown) according to the complainant, the physician was using a jagwire with various devices, two bsc, and two non bsc and noticed that the jagwire coating peeled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The response to an FDA request letter for this medwatch is attached. (B)(4).

Manufacturer narrative:
The device had been returned before the initial MDR was filed. Device evaluation: visual inspection was performed and the distal tip section was examined. The pebax section (tubing) exhibits evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed. The entire length of teflon sleeve (ptfe jacket) was examined. It was noted that approx. 3 cm of the ptfe sheath exhibit evidence of being damaged thereby exposing the core wire approximately 160 to 163 cm proximal from the distal end. Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and rubbed against a heated object dissipating several sections. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly. Based on the evidence presented by the returned incident device, there is a high likelihood that the most probable cause for the failure reported was cause or contributed by another device. (B)(4)

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stone removal from the bile duct procedure. (Age, gender and weight of patient is unknown). According to the complainant, the physician was using a jagwire with various devices, two bsc, and two non bsc and noticed that the jagwire coating peeled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation but has not been received yet; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4): device not returned.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a stone removal from the bile duct procedure. (Age, gender and weight of patient is unknown). According to the complainant, the physician was using a jagwire with various devices, two bsc, and two non bsc and noticed that the jagwire coating peeled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.